Event description:
It was reported that the ICD device mode switched inappropriately due to noise. Prior to implant, lead tested normal via analyzer so the ICD was replaced.

Manufacturer narrative:
The field event of noise was verified via review of the egms returned with the device. The noise on the atrial channel appeared consistent with that caused by emi. The device was at normal eri. All device funtions were normal.